Event description:
It was reported that during the implant, the stylet was not able to pass into the atrial lead, the lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable.